Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was a force sensor background test error when syringe was filled to 50 ml, 30 ml. The plunger head was changed, and the error persisted. There was unknown patient involvement, and no patient harm was reported.

Manufacturer narrative:
One device was returned for revaluation with complaint of force sensor background test error. No service history found in last 12 months. Review of event log found check syringe plunger sensor and force sensor bgnd test alarm. The reported problem was verified and duplicated by power up test. The problem is caused by mainboard failure.